Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated recurring alert 32 indicating a delivery motor communication error and alert 65 indicating an audio over/under current fault, after which the user was advised to disconnect and use backup therapy while a replacement was arranged. Symptoms included no reported injury or clinical effects. Outcomes included interruption of automated insulin delivery and transition to backup therapy without medical intervention. Investigation included review of device logs and complaint history, verification of shipping and return logistics, and receipt and inspection of the returned device. Investigation of this device revealed intermittent pump functionality consistent with a motor processor communications malfunction and an audio subsystem current fault, aligning with known device component failures affecting the delivery motor communication and audio components. It was concluded that the cause was device malfunction related to communication and audio hardware faults.